Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7111641.

Event description:
It was reported that the patient was experiencing severe leg pain. It was noted that the MRI imaging showed epidural hematoma in the thoracic area. The physician was worried that the hematoma was caused by the trial procedure. The patient underwent a lead removal procedure and was doing well postoperatively.